Event description:
It was reported that during patient care the autopulse nimh battery was giving low run times. Swapping out the batteries enabled the autopulse board to work normally. There was no report of a patient injury.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The autopulse nimh battery (s/n (B)(4)) was returned on (B)(4) 2012 to zoll circulation and analyzed. Evaluation of the returned battery indicated that the customer's report of low run times could not be verified. The returned battery passed testing. A probable root cause that may have contributed to this failure may be associated with user error. Battery shows indication that it was never charged or test cycled which is an action that should be completed upon receipt.